Event description:
It was reported that during the procedure in the left anterior descending artery, the 2.5 x 12 mm trek dilatation catheter was advanced into the patient anatomy. As the device was being advanced through the guide catheter, the physician felt the dilatation catheter shaft snap and the device broke into two segments. No resistance was noted during advancement. The break point was outside the patient anatomy and both separated segments were easily removed from the patient anatomy. A non-abbott dilatation catheter was used to complete dilatation. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.